Event description:
It was reported that a cartridge alarm occurred both during the load sequence and during insulin delivery. A new cartridge was loaded to try and resolve the issue; however, the issue persisted. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.